Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#:1627487-2020-03453. It was reported the patient began to experience foot drop following a drg lead/trial implant procedure. In turn, went to the emergency room and both of their trial leads were removed to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR report#:1627487-2020-03453.